Event description:
A doctor's office alleged that the cement was setting up too quickly during. This is the second of two (2) reports.

Manufacturer narrative:
Patient specifics with regard to gender and age were not provided by the doctor. The doctor was able to fully seat the crown, without further incident. To date, the patient is fine. The product involved in the alleged incident was not returned. The lot number 4720555 has been identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no further evaluations are necessary.